Manufacturer narrative:
The customer¿s report of a battery discharge alert during an infusion was confirmed. The pcu event log shows the system missed the lb2 alarm during the infusions that occurred on (B)(6) 2016. The log also shows the system missed lb1 and lb2 alarms after the battery was conditioned, however it cannot be determined if the battery capacity was reset after performing the battery conditioning. Functional testing found the battery to perform as expected, alarming for lb1, lb2 and lb3 after the device was plugged into ac power for 24 hours. Manual battery testing also found the battery capacity to be within specification, however the battery is over 2 years old and it is recommended that batteries be replaced after 2 years. The proximate cause of the battery discharge alert during infusion was the device not being plugged into ac power. The root cause of the lack of sufficient warning was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pcu with 4 pump modules attached alarmed ¿battery discharge¿ and all the channels stopped infusing without prior warning. The device was not connected to an electrical outlet at the time. The infusions included norepinephrine at 0.25 mcg/kg/min. The patient¿s bp dropped to 44/30; phenylephrine 400 mcg ivp was given to maintain the bp. The facility medical engineering department performed a revised battery testing protocol on the device and it passed. However, this same issue of the battery discharge alarm with no warning was replicated.